Manufacturer narrative:
Device was received with critical pump error (open book image) alarm, the main arm cannot communicate with the motor arm alarm and the motor arm cannot communicate with the main arm alarm due to a software error. The critical pump error was able to be bypassed or cleared (by simultaneously holding the back button and down arrow button). After re-initialization, device completed the boot up process normally. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 85 mg/dl. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.